Manufacturer narrative:
The reported failure code 812 was confirmed. A review of the device's event history shows that failure code 812:02 occurred.

Event description:
A fail code 812. It was not specified if it had occurred while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.